Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 19561536, description: next generation anchor kit-sterile. Model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a suspected infection at the ipg site. Symptoms were redness, swelling and some drainage. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an ipg explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had a suspected infection. The patient will undergo an explant procedure.